Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility has had four pac injectable infusion sets (needles) tear at the tubing near the hub on a couple of patients. This report addresses the third of four devices.

Event description:
It was reported that the facility has had four pac injectable infusion sets (needles) tear at the tubing near the hub on a couple of patients. This report addresses the third of four devices.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusion sets was confirmed; however, the root cause was not identified. The product returned for evaluation was three 20ga x 0.75¿ powerloc max safety infusion sets. Usage residues were observed throughout all three samples. The first sample (sample 1) was received in two segments which shared a complete break at the tubing/luer joint. The remaining samples (sample 2 and sample 3) exhibited partially circumferential splits at the luer/tubing joints. Microscopic inspection of all three samples revealed granular fracture surfaces. All fracture surfaces exhibited beach marks. Material compression and discoloration were observed in the vicinities of the break/splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as 'cause unknown' at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusion sets was confirmed; however, the root cause was not identified. The product returned for evaluation was three 20ga x 0.75¿ powerloc max safety infusion sets. Usage residues were observed throughout all three samples. The first sample (sample 1) was received in two segments which shared a complete break at the tubing/luer joint. The remaining samples (sample 2 and sample 3) exhibited partially circumferential splits at the luer/tubing joints. Microscopic inspection of all three samples revealed granular fracture surfaces. All fracture surfaces exhibited beach marks. Material compression and discoloration were observed in the vicinities of the break/splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as 'cause unknown' at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility has had four pac injectable infusion sets (needles) tear at the tubing near the hub on a couple of patients. This report addresses the third of three devices.